Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the users experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope all channel tested positive for 18 colony forming unit (cfu) of pseudomonas aeruginosa on (B)(6) 2022; the air/water channel tested positive for 108 colony forming unit (cfu) of pseudomonas aeruginosa on (B)(6) 2022; the operating channel tested positive for greater than a thousand colony forming unit (cfu) of pseudomonas aeruginosa on (B)(6) 2022; the suction channel tested positive for greater than a thousand colony forming unit (cfu) of pseudomonas aeruginosa on (B)(6) 2022; the suction channel tested positive for one (1) colony forming unit (cfu) of unspecific micro-organisms species on (B)(6) 2022; the air/water channels tested positive for one (1) colony forming unit (cfu) of pseudomonas aeruginosa on (B)(6) 2022. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing (please see b6) and the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided by the user: - brushing was not performed for biopsy channel/suction channel/biopsy port/suction cylinder at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the deviation in device reprocessing caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
His report has been submitted to provide additional information from the customer and device evaluation. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer used aniosyme x3 detergent, suctions water out of the channels and flushes out the air/water channel, auxiliary washing channel, balloon channel and the forceps elevator wire channel. During manual cleaning, the customer nova clean brush to clean the scope. For automated endoscope reprocessor (aer) treatment, the soluscope series 4 washer along with soluscope cln detergent and soluscope paa disinfectant was used. The scope was stored in a soluscope dsc8000 drying cabinet and olympus is the customer¿s maintenance company. The scope was not sterilized. The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, distal end cover insulation < threshold, angle rubber glue separate, connecting tube wrinkle 10mm from glue, universal cord buckled, scope connector cover corroded, right/left/up/down knob angulation play, right/left/up/down knob angulation less or specified value and distal end biopsy channel worn and torn. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.